Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was facing an issue with inpen. Customer stated that inpen battery was going to last less than 3 months and the cartridge holder was broken. No harm requiring medical intervention was reported. Trouble shooting was performed and bottom piece that screws into the inpen was found to be broken. Advised customer to replace inpen. The customer will discontinue the usage of the inpen and will be returned for analysis.

Manufacturer narrative:
Type of investigation code-10 investigation findings code-424 investigation conclusions -2306= ca88af. Per visual inspection: inpen received without cartridge holder and without front shell. Unable to verify cartridge holder broken due to received without cartridge holder. Unit paired successfully to commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. No battery anomaly was noted. Inpen app home dashboard did not display any warning/notification. Inpen app home dashboard did display "low inpen battery" as designed. Inpen system will alert with low inpen battery notifications to notify customer of the inpen battery approaching battery expiration. The notifications are sent approximately: - 3 months before battery expiration - 2 months before battery expiration - weekly when less than 4 weeks before battery expiration. In conclusion: inpen received without original cartridge holder. However, test cartridge holder fits properly in the inpen. Pending further investigation performed in san diego location. In conclusion per san diego analysis: base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using 25 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15.5,15,15,15. The battery was measured to be at 3.04v. Less than 3 months left on pens life. This will trigger a "low inpen battery" notification as intended. No additional problems found with this inpen. Charge/battery lasts less than expected not confirmed. Unable to confirmed cartridge holder broken due to received without cartridge holder. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.